Manufacturer narrative:
Additional information has been provided in h6(health effect - clinical code and impact code) h6: patient code added. Corrected information has been provided in e4. Upon review, it was identified that the information was inadvertently not submitted in the initial report.

Event description:
The user facility reported that during support of impella cp the patient became hypotensive during process of suturing and dressing to the left and right groin sites. Impella increased to p8 and levo 0.1 mcg/kg/min restarted. Small hematoma was noted as superior and medial to impella insertion site. Slight pressure held for a minute or two and hematoma decreased in size. No active oozing noted. Upon undraping patient, unequal abdomen size noted. Right side larger than left and firm to touch. Due to agitation upon arrival at the lab, no staff could speak to abdominal assessment prior to procedure start. Though hemoglobin was stable, dr. Lin was concerned due to patient¿s persistent hypotension despite multiple chemical sensitivity and large dose pressor. Lab staff accompanied the patient for computed tomography angiography to rule out a potential bleed then delivered patient to intensive care unit. The pump was explanted.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.